Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record review was performed for the finished device lot number 00002754 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath and suffered a cardiac perforation which required a pericardiocentesis. Upon going transseptal, the doctor lost access with the vizigo sheath wire. They tried gaining access and the patient had hypotension and bradycardia. A pericardial effusion was noted with cartosound. A pericardiocentesis was performed and approximately a liter of fluid was withdrawn. Patient was stable and no other intervention was planned at this time. The hardware worked within specifications. Additional information was received. The outcome of the adverse event was fully recovered. The patient did not require extended hospitalization. The event occurred during the transseptal phase, and the transseptal puncture was performed with an unknown needle. Prior to noting the pericardial effusion, ablation was not performed. No evidence of steam pop. The patient did not require cardiac surgery. The location of the perforation was the right atrium. The adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was procedure related.